Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the device was put into place, however, when they tried removing the obturator, the top of it broke off in their hand. They had to retrieve the rest of the pieces from inside of the device by using a mosquito clamp. There was no patient injury.